Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, device not functioning and other thermal issue. No other clinical information or medical interventions were reported. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.